Event description:
This handpiece is calibrated. The unit being used resets. The handpiece was able to be used to complete the procedure.

Manufacturer narrative:
This handpiece was calibrated on two microsurgical units and the handpiece failed to calibrate but did not cause the units to reset. However, the above test results indicate the possiblity of conditions that may have caused the unit to reset.